Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the information, the tsc determined that the cause of the event is unknown. The tsc instructed the customer to repeat the monthly cleaning procedure using only water. Quality controls were within specification following these steps. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two (2) discordant high creatinine-kinase mb (ck-mb) results were generated by the advia centaur xp system following a monthly cleaning procedure. Quality controls were out of specification at the time the samples were processed. The initial results were reported out of the laboratory. The samples were retested and a corrected ck-mb result was obtained and reported to the physician. The customer provided results for a single patient event. There were no reports of adverse health consequences or known patient intervention due to the discordant ck-mb result.